Event description:
The jacket retracted to mid point of the graph and locked up. The jacket tore 2 inches from the jacket lock. The expandable sheath was long enough as to retract the exposed hooks into the sheath and remove the device from the pt. During the removal process, some intima was removed, approx 4-cm long. Pt pressure did not drop upon removal of the device and the sheath. Repair completed with another device. Pt is viable and recovering.